Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 3.35mm x 2.05mm in size. The complaint regarding plastic broken at the tip was confirmed by failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, plastic piece was noted to be broken at the tip of the single-port monopolar curved scissors (msc) instrument. No fragment fell into the patient. The procedure was completed with no reported patient injury.